Event description:
Spontaneous call from patient who reported possible pump malfunction issue but more likely a cassette issue that happened once monday morning and again this morning. She stated that on monday ((B)(6) 2021), her pump started beeping with no error message displayed on the screen. She tried to troubleshoot and switched the same cassette over to her backup pump and continued to have same issue. The pump only stopped beeping when she inserted a fresh cassette. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No. Did we [MFR] replace device? No. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved; ongoing? Yes. Reported to (B)(6) by pt/caregiver.